Event description:
Passed away 2 months ago [death nos]. Cried from the pain of the one shot [pain] ([device ineffective]). Case narrative: the case is linked to 2019sa362002 (same reporter). Initial information from united states on 27-dec-2019 regarding an unsolicited valid serious case received from a consumer/non-hcp (patient's husband). This case involves an unknown age female patient who experienced passed away 2 months ago and cried from the pain of the one shot (latency unknown), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included alzheimer's. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received treatment with hylan g-f 20, sodium hyaluronate, one shot, (formulation, dose, batch number and route unknown) for unknown indication. Information on batch number was requested. On an unknown date, after unknown latency, patient cried from the pain of one shot. It was also reported that it did not help her. On an unknown date in (B)(6) 2019, 2 months ago, patient passed away (latency unknown). Cause of death and autopsy results were not reported. No more information provided. Action taken: not applicable. It was not reported if the patient received a corrective treatment. The patient outcome is reported as fatal for passed away 2 months ago and unknown for cried from the pain of the one shot.

Event description:
Passed away 2 months ago [death nos]. Cried from the pain of the one shot [pain] ([device ineffective]). Case narrative: the case was linked to (B)(4) (same reporter). Initial information from united states on 27-dec-2019 regarding an unsolicited valid serious case received from a consumer (patient's husband). This case involves an unknown age female patient who cried from the pain of the one shot (latency unknown) and later passed away 2 months ago, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included alzheimer's. The patient's past medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On an unknown date, the patient received treatment with injection of hylan g-f 20, sodium hyaluronate at dosage 6ml, frequency once (batch number and route unknown) for unknown indication. Information on batch number was requested. On an unknown date, after unknown latency, patient cried from the pain of one shot. It was also reported that it did not help her. On an unknown date in (B)(6) 2019, 2 months ago, patient passed away (latency unknown) (fatal and medically significant). Cause of death and autopsy results were not reported. No more information provided. Action taken: not applicable. It was not reported if the patient received a corrective treatment. Outcome: fatal for passed away 2 months ago; unknown for cried from the pain of the one shot. A product technical complaint was initiated on 03-jan-2020 for synvisc-one. Batch number: unknown global ptc number: 100013795. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: in process follow up information was received on 03-jan-2019 from other health professional. No significant information was received. Additional information received on 23-jan-2020 from other healthcare professional. Suspect product dose and formulation added. Investigation summary received and ptc results added. Text amended accordingly.